Event description:
It was reported that while checking a patient's device, very high-frequency noise began to appear on all channels on a real-time egm and the programmer made an audible tone indicating that the device was charging. Noise was confirmed on all channels at a frequency that was non-physiologic with saturated signals and random markers, consistent with telemetry corruption. It was recommended to confirm there was no emi in the room, that the patient not have any electrical devices, and to sustain a strong stable connection during reinterrogation.

Manufacturer narrative:
(B)(4).